Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The insertion pipe was bent which was likely due to a component failure of insertion pipe. The cause of insertion pipe failure could not be determined. The most likely cause is that too much force was applied to the insertion pipe olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a sheath distortion (abnormalities within the visual field). The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.